Manufacturer narrative:
(B)(4). This report is being filed against an ex-u.s. Product (0k25-25) which has a similar product (0k25-27) distributed in the u.s. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Additional information received on (B)(4) 2013 indicated that the customer was using expired calibrators and controls (expired since 2011) and expected results were generated after recalibrating with a new calibrator. Based on the additional information, this issue is no longer reportable and no more follow-up information is forthcoming.

Event description:
The customer stated that several patient samples generated higher than expected results for the architect ipth assay. The customer retested the patients (new samples) with another (non-abbott method) and provided data from 22 patients. One patient sample generated a result of 1527 pg/ml with the architect and a result of 900.6 pg/ml with the roche cobas method obtained after two weeks. No impact to patient management was reported.